Event description:
Report received from (B)(6) stating that the device had damaged bearings. It is unknown if the device was being used during surgery or if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional information becomes available, a supplement report will be sent. (B)(4).